Manufacturer narrative:
Product complaint#: (B)(4). Date sent: 1/30/2020. Additional information received: procedure : bariatric surgery: sleeve gastrectomy for morbid obesity.

Manufacturer narrative:
(B)(4). Batch # t5an59. Investigation summary: the analysis found that one ec60a device was returned with no apparent damage and with two ecr60d reloads present. The reloads were received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Event date unk. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Additional information received: please clarify "difficulty to staple", the staples were not formed properly. Please clarify "procedure modification" and "an exposure of the patient to serious complications", how was the procedure modified? The stapling has been re-performed on the edge of the esophagus. The procedure has been extended from 1 hour. Is the current patient status known? Unk risk of the release of gastric suture (gastric fistula) was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Surgical revision on 25 august for peritonitis, with risk of death: re-stapling of the stomach and drainage attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What anatomical structure was device fired on? Please confirm procedure. It states esophagectomy. What color cartridge was used? How was the leak identified? How long after initial procedure? Were other stapling devices used? What is the current patient status?

Event description:
It was reported that there was a difficulty to staple leading to a procedure modification and extension time and an exposure of the patient to serious complications.